Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units and the fill estimate remained static at 120 units until it was time for the cartridge to be changed. As the event occurred in the past, the customer was unable to recall the amount of insulin that had been delivered since the cartridge was loaded. Additionally, tandem technical support was unable to perform troubleshooting due to the issue occurring in the past, and recommended the customer to monitor pump performance. The customer reported blood glucose level was within target range at the time of the reported event.